Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown stem, unknown, unknown, unknown cup, unknown, unknown, unknown head, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01974, 0001825034 - 2018 - 01975, 0001825034 - 2018 - 01973. Product location unknown.

Event description:
It was reported that the patient has been on crutches for 15 months post-revision due to a leg length discrepancy and edema. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.